Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were several replace battery alarms observed on the event date. The pump's current draws measured within specifications. A battery life issue was not duplicated during testing. Internal moisture was observed on the printed circuit board and internal components. The complaint was verified in the history but could not be duplicated during testing. The battery compartment was cracked below the bumper pad. The audio bolus button cover was missing on the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.